Event description:
Patient reported left side "capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture (baker grade unknown). Clarification to d6a - implant date: 2012 (year only received) clarification to d6b - explant date: "last week" was reported (B)(6) 2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer. Additional, changed, and/or corrected data: a2, b5, d4, h4, h6.

Event description:
Patient reported left side "capsular fibrosis". Later, healthcare professional reported capsular contracture, baker grade IV. Healthcare professional later reported "leakage". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. Photo evaluation: visual analysis of the photographs identified. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.